Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported via ansm with the description of the injector was defective, it was impossible to use this implant. Another backup implant was used. No patient impact. Additional information has been requested.